Event description:
This rv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that patient had syncope and saw asystole for up to 15 seconds. Threshold fine now at 0.8 at 0.5, impedance was around 500 and spiked 2000 one day. Physician couldn't reproduce noise. Discussed trouble-shooting possible rv lead issue, patient condition for high threshold, electromagnetic interference and/or oversensing. Patient had 3 syncope the day he came in and then yesterday. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).